Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. Hole in the insertion tube was observed. A cut on a-rubber (bending section) was determined and was observed to be leaking. Crack on the c-body (distal end cover) was noted and the s cover plate was found missing. Two broken elements were observed on the um (ultrasound image) and play was noted on the control knob. Additionally, the scope connector, elevator channel was found to be loose and crack was observed on the a-rubber glue (bending section cover glue). Based on evaluation findings, the failures observed could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Hole in insertion tube was reported. The issue found during reprocessing of the device. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it not able to definitively conclude what caused the phenomenon. As a probable cause other than aging deterioration, it was presumed that the phenomenon occurred due to external force such as impact and the like was applied to the relevant part. Feedback to the user: should any irregularity be observed at the pre-use inspection, do not use the device. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.